Event description:
It was reported that after a laparoscopic cholecystectomy procedure, the patient had a bile leak and had to return to surgery. He believes that the clips are not sealing effectively. He had some clips deploy "loosely" and had dropped clips in the case. The clips though looked "intact" on vessel. When patient returned for repeat surgery they used another device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. During the initial procedure, was the device fired over an existing clip? Did the procedure drive the need to apply torque or twist the device? Was the device used for a cholangiogram? Was there any difficulty with the dissection (inflamed, acute cholecystitis, etc.), was an ioc performed? What was done intra-operatively when the loose clips were found? Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? How many clips were fired on the patient side and specimen side? How many hours or days post op was the patient returned to the operating room? How was the leak diagnosed? Ercp? What was done to repair the leak? What did the clips look like? Were clips found on the bile duct or were no clips observed? Can the surgeon describe the shape of the clips? Was this an emergency or planned cholecystectomy? Was this a typical case? Did the patient have any pre-existing conditions? Patient's anatomy present with any challenges for the case? What is the patient's current status? Is the patient expected to have a full recovery? Patient's sex, age, and weight? How long has this surgeon been using this device? Are there any x-rays, videos, or pictures available for ethicon review?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: not fired over an existing clip. No extra torque or odd angles were necessary. No cholangiogram performed. Standard, "strightforward" anatomy. Loose clips were seen intraoperatively, however, the surgeon fired the clip applier. Until he saw, what he thought, were secure clips prior to closing the patient. Typically fires two clips on patient side and one on the specimen side. Returned to the or the next day with a bile leak. Leak was repaired with another er320. In the initial case, the clips did not look "malformed" planned case. Patient fully recovered. Surgeon is very familiar with this device the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.